Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the device lying on a surface, the actuator bar came loose with the grey slider and it is disconnected from the orange collar. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that a fast fix flex´s cable disengaged in the physician´s hand when he was passing the stitch. Surgery continued without any delay with the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. An evaluation of the customer provided image found the device lying on a surface, the actuator bar came loose with the grey slider and it is disconnected from the orange collar. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.